Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: e1(event site telephone: (B)(6)). It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a "gas loss in iab circuit" alarm. No patient harm, serious injury or adverse event was reported.my customer (B)(6) is the area manager for air methods. He gave my contact information to (B)(6), bsn, rn, and ccrn at (B)(6) in (B)(6). She contacted me with some questions. She described that they received a "gas loss in iab circuit" alarm on cardiosave sn (B)(6) when they transported a patient to the (B)(6) hospital. She stated that this alarm occurred on their cardiosave (B)(6) immediately prior to their team removing the patient from their cardiosave to place the patient onto the (B)(6) cardiosave. She stated that the (B)(6) cardiosave did not show the same alarm when they place the balloon on that system and no known issues occurred to her knowledge. She stated that her team noticed condensation within the helium tube set while the balloon was attached to their cardiosave (B)(6) and she was curious if this could have caused the alarm. She stated that there was no blood present within the helium tube set and that there was not patient injury or death. She sent a copy of the alarm log and stated that (B)(6) had 392 system hours. She believes there is a premium service plan associated with the serial number. I advised her to call the 800 number listed on the pump and speak with technical support to confirm her service plan status, request service and request loaner if needed per her plan. I advised her that (B)(6) was her getinge tm for this product line and that I would create this complaint and advise (B)(6) to follow up locally with her since she is not located in my territory. She thanked me for my time. Finally, she added that when they returned to their airbase they placed their trainer device and non-sterile iab onto their pump (B)(6) and were able to pump without issue in a training mode for 15 minutes.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted if this information is provided to us. Device not returned to manufacturer.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a "gas loss in iab circuit" alarm. No patient harm, serious injury or adverse event was reported.